Event description:
The pt underwent coils assisted embolization with an enterprise stent of the right (ica) internal carotid artery. The physician was attempting to place an enterprise (vrd) vessel reconstruction device. The microcatheter was in place with continuous flush. Then the enterprise vrd was loaded, but the vrd would not load. The operator indicated that it felt like "it seemed to hit a brick wall". The vrd was re-inserted to make sure it was correctly engaged in the microcatheter, but had the same result. The product was removed from the pt, and completed the procedure with a new microcatheter and a new 37mm vrd. No harm came to the pt. Add'l info indicated that all the products were prep per (IFU) instruction for use guidelines. A constant and dedicated flush was maintained through the microcatheter and touhy borst adapter. The enterprise distal tip was not re-shaped. During the insertion of the enterprise stent, the touhy was tightened to secure and prevent movement of the enterprise introducer. After removal, no damages were noted on either product. A guidewire was not utilized to exchange the microcatheter. Prior to shipping, no problems were noted with either product, but the account inadvertently disposed of the enterprise system (vrd) vessel reconstruction device and microcatheter.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.